Event description:
The customer reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Despite attempting to use different charging cables and wall adapters, the issue persisted, so technical support arranged to replace the pump. The customer continued to use current pump for insulin therapy.